Manufacturer narrative:
The customer replaced the ict modle as it was past warranty claims. The module function was verified with a control run. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false elevated sodium and chloride patient results post the current issue was identified. A review of tracking and trending for the architect c4000 did not identify any trends. A review of tracking and trending for the ict modle did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the ict modle were identified.

Event description:
The customer observed falsely elevated sodium and chloride results generated on the architect c4000 processing module for a patient. The sample was repeated and lower results were obtained. The following data was provided: customer¿s normal ranges: sodium = 137 to 145 mmol/l. Chloride = 98 to 111 mmol/l. (B)(6) 2024 initial sodium result = 181 mmol/l; repeat result = 134 mmol/l. Initial chloride result = 139 mmol/l; repeat result = 102 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated sodium and chloride results generated on the architect c4000 processing module for a patient. The sample was repeated and lower results were obtained. The following data was provided: customer¿s normal ranges: sodium = 137 to 145 mmol/l. Chloride = 98 to 111 mmol/l. 15nov2024 initial sodium result = 181 mmol/l; repeat result = 134 mmol/l. Initial chloride result = 139 mmol/l; repeat result = 102 mmol/l . There was no impact to patient management reported..

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.